Event description:
The customer stated that architect i1000sr analyzer, serial number (B)(4), generated false positive troponin-I results for multiple patient samples. The customer provided eight examples. The customer uses a cutoff of 0.028 ng/ml. (B)(6) 2013 original result: 0.800 repeat result 0.020 ng/ml; (B)(6) 2013 original result: 0.0340 repeat result: 0.0260 ng/ml; (B)(6) 2013 original result: 0.0364 repeat result: 0.0206 ng/ml; (B)(6) 2013 original result: 0.0380 serial result: 0.027 and 0.0400 ng/ml; (B)(6) 2014 original result: 0.0350 repeat result: 0.1550 ng/ml; (B)(6) 2014 original result: 0.0310 repeat result: 0.0170 ng/ml; (B)(6) 2014 original result: 0.0350 repeat result: 0.0230 ng/ml; (B)(6) 2014 original result: 0.0360 repeat result 0.0180 ng/ml. One patient was hospitalized for monitoring/observation. There is no report of any unnecessary procedures performed or medication given. There was no impact to patient management reported for the other seven patients.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Review of ticket trending and lot search data for architect stat troponin-I reagent lot 39618un13 did not identify an increase in complaint activity related to the complaint issue. Accuracy testing was completed using a retained kits of reagent lot 39618un13. Acceptance criteria was met which indicates acceptable product performance. A deficiency was not identified as panel testing shows that the architect stat troponin-I reagent lot performed per specification. There is not enough information to reasonably suggest a malfunction since the issue involves discreet patient samples.